Event description:
The customer tested her blood glucose using her contour meter and received a reading of 47 mg/dl. She retested using another meter and received a reading of 198 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot and ended the call. No product will be returned.